Event description:
Information was received indicating that a smiths medical cadd-prizm® vip system pump failed flow rate by +6.6%. There were no adverse effects reported.

Manufacturer narrative:
One a smiths medical cadd-prizm® vip system pump was returned for analysis in good condition. Multiple high pressure alarms were indicated following pump start up in the device event log. Three separate delivery accuracy tests were per formed; all of which were within the pump's delivery accuracy manufacturing specifications. No problems were found with the delivery accuracy of the pump. Based on the evidence, it is unknown as to what cause the reported problem.